Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported an angio-seal was selected for use. Three days after deployment, a patient returned to the hospital with left leg ischemia. An angiogram was performed, which revealed a 90-95% blockage of the left common femoral artery. The physician treated the blockage by using a ballooning device and a stent, which opened the vessel completely restoring blood flow. The patient was reported to be in good condition after the procedure.